Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID kd901 ipg implanted: 2006-(B)(6). (B)(4).

Event description:
It was reported that an interrogation showed 14 low impedance values on the ventricular lead. A lead revision was attempted; however, the patient presented with bad venous access so the lead remains in use. No patient complications have been reported as a result of this event.